Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat moderately calcified distal left anterior descending artery. The vessel was pre-dilated with a 2.25x8mm unspecified balloon and a 2.25x12mm xience prime stent was deployed. While removing the stent delivery system, check shot revealed a dissection a the distal end. The dissection was covered with a 2.25x8mm drug eluted stent and timi iii flow was established. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.